Event description:
It was reported that the patient underwent a total ankle surgical procedure. Sometime post-op it was discovered that the patient may need to undergo a revision surgery. No additional information is available at this time.

Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ. However, based on the images alone the reason for revision cannot be determined. A health care professional states they are not of sufficient quality to make an assessment. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle surgical procedure. Sometime post-op it was discovered that the patient may need to undergo a revision surgery. No additional information is available at this time.